Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: unavailable. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
Aug 8, 2017: litigation records received. Litigation alleges pain, inflammation and metallosis. There were no medical records provided.

Manufacturer narrative:
On (B)(6) 2017: litigation records received. Litigation alleges pain, inflammation and metallosis. There were no medical records provided. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.